Event description:
It was reported that post implant of a right ventricular (rv) lead the rv lead exhibited no capture and was unable to sense. X-ray confirmed dislodgement. Intervention was performed approximately a week later. It was reported that the rv lead had completely dislodged and the helix was deformed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.